Event description:
It was observed that during the device evaluation, a pinhole at forceps channel.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: a pinhole at forceps channel. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.